Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, imaging was performed after the stent graft was implanted, where an endoleak type iii was noted. It was stated that the blood was leaking back into the aneurysm. As per the physician, the cause of the event was due to a rupture on the stent graft material. No additional clinical sequalae were reported and the patient will be monitored